Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mod classic gel, 300cc breast implant had a crease/fold extended from the anterior to the posterior view. In addition, an area of separated material was found within the crease/fold on the anterior view, measuring approximately 4.0 cm x 3.2 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 68-year-old asian female patient underwent an unspecified breast implantation procedure with a mentor memorygel breast implant 300cc and experienced rupture on the left side post-operatively, which was confirmed via mammogram/ultrasound. As a result, the patient underwent removal and replacement with mentor gel breast implants (serial numbers (B)(4)) on (B)(6) 2022.

Manufacturer narrative:
On jun 29 2022, additional information was received indicating the patient also experienced bilateral capsular contracture baker grade IV (l) and baker grade iii (r). This report is for the left breast prosthesis. Manufacturer¿s reference number: (B)(4).